Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery, the patient had a three-lumen foley catheter continuously irrigated with saline into the bladder. At 10:00 pm, the patient complained of a feeling of urinary urgency; the abdomen felt bloated on touch, and the bladder saline irrigation was not flowing well. Negative pressure aspiration was performed with a 50ml syringe, but no drainage fluid was obtained. At 11:20 pm, bedside ultrasound: the on-duty doctor adjusted the catheter and scanned again after injecting saline; a catheter-like echo was seen in the bladder, but no balloon-like echo was observed. The three-lumen catheter was removed, and the catheter balloon was found to be broken.